Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Further information could not be obtained as customer had reportedly resolved the issue and resumed insulin therapy prior to troubleshooting with tandem technical support. Customer's blood glucose level was 226 mg/dl.